Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 088) issue. The reporter stated that the pump emitted call service alarm 088-85b3 while the user was sleeping after exposure to moisture, which halted insulin delivery. The alarm allegedly could not be cleared. The alleged blood glucose excursion does not meet animas's criteria for an adverse event. This complaint is being reported because of the alleged call service alarm issue and the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple 088-85b3 alarms. The pump rewind, load, and prime steps were completed successfully with no alarms. The pump was exercised for 24 hours with no duplicated alarms. The pump case was removed and corrosion due to moisture was observed on the u38 component on the printed circuit board. Unrelated to the complaint, the display screen appeared dim and discolored.